Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on 05jul2016. The test well in question which was unexpectedly negative from the instrument in question was visually weakly positive. This was well number three (3) which was known to be k antigen positive.

Event description:
On 05jul2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument, when tested on (B)(6) 2016.